Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, us, english was reviewed. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. It was reported that the treating surgeon believes that the bladder perforation likely occurred due to over-distention during aquablation therapy. The patient was discharged a few days later with a catheter without additional surgeries. Based on the information received, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post aquablation therapy, the surgeon inserted a resectoscope to perform clot evacuation- an area on the posterior bladder wall appeared disrupted. The surgeon expressed concern for a potential bladder perforation in the identified region. Due to this concern, minimal to no hemostasis was performed. A three-way hematuria catheter was placed, and a cystogram was conducted. The surgeon concluded that a contained bladder perforation had occurred. The catheter was left in place, and no further immediate intervention was taken. The patient exited the operating room in stable condition at the time. It was reported that there were no additional surgical intervention for the bladder perforation was required. The physician attributed the suspected perforation to bladder overdistention during the aquablation treatment. The patient was discharged within three days postoperatively. No malfunction of the aquabeam robotic system was reported.